Manufacturer narrative:
Sample from the patient was submitted for investigation. The results obtained during the investigation were comparable to the results reported by the customer. A general reagent issue could be excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys results that did not match the clinical picture for a patient who showed no cardiac symptoms. There was no evidence of an acute myocardial infarct in the patient. The troponin t hs results were around 37 ng/ml and were reproducible. The results were obtained using two different samples from the patient and using three different cobas e801 modules, one cobas e411 analyzer, and the roche troponin t point-of-care assay that showed a clearly positive result. A specific result of 36.8 ng/ml was obtained using both a serum and a plasma sample. The analyzer used for this testing was not provided. The results were reported to a cardiologist who did not trust the results as the expected value for the patient was < 14 ng/l. The doctor asked for repeat testing by the siemens method. The troponin I (siemens atelica) result was 0.0004 ng/ml and was reproducible. One of the cobas e801 analyzers had serial number (B)(4). The other serial numbers were requested but were not provided.

Manufacturer narrative:
Further investigation of the patient sample with size exclusion chromatography (sec), identified igm/igg reactivity with the assay as a potential interfering factor in the patient's serum. The excess of a high molecular weight interferent in the sample could lead to falsely elevated troponin t hs values and to the observed discrepancies with the clinical picture. The interference is documented in product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.